Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) gave the maintenance required code 5 error.it is unknown under which circumstances the issues were discovered or if there was any patient involvement.

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) gave the maintenance required code 5 error. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) found the maintenance required code 5 error. Helium tank calibration of the device was performed. Although the calibration was successful, the fault condition could not be cleared. By plugging into the main board device that was brought for testing. Device has been tested. It was seen that the device passed all functional tests and showed the helium pressure on the screen. Device trainer the tests were completed by running the card that was brought for testing was removed and the device belonging to the device was removed. The faulty card has been installed. Main board replacement required.